Event description:
Approximately nine months after receiving two cypher stents in the mid rca, the pt had restenosis.

Manufacturer narrative:
This complaint is from clinical study. The target lesion was the mid right coronary artery (rca). The lesion was a de novo, eccentric, diffused and ostium lesion. There was no calcification. Aha/acc classification of the vessel was type c. There was 88% stenosis before the procedure. A radical approach was chosen for the procedure. It was an elective case. Pre-dilation was conducted with a balloon (2.25 x 20mm) at 16atmospheres (atms). Inflation time was unknown. First cypher (2.5 x 28mm) was implanted at 20atm for 16 to approx 30 seconds. Second cypher (3.0 x 33mm) was implanted at 20atm for 16 to approx 30 seconds overlapping the 1st cypher. Post dilation was conducted with a balloon (3.0 x 15atm) at 18atm. Inflation time was unknown. Ivus was conducted. The residual % of stenosis was 2%. Timi flow was 1 pre procedure and 3 post procedure. Aspirin and isosorbide mononitrate were given for the procedure. Approximately nine months later, a follow-up coronary angiography was conducted and focal restenosis was observed at the overlapped area inside the implanted cypher stents. A cutting balloon (3.25 x 10 mm) was used to treat the restenosis. Inflation time and pressure are unknown. The residual % of stenosis was 0%. Timi flow was 2 pre procedure and 3 post procedure. This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00330.